Event description:
Pt was revised to address varus collaspe of the tibial component on medial side due to bone deterioration. The tibial and femoral components were loose.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the manufacturing lots. The initial reported stated the products were not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported event; however, provided info indicates pt bone quality and active life style may be contributing factors. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. In addition, the product codes are discontinued items. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.